Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: since the phone call conversation there were other tubes with large bubbles in the gel located at the lewis lane draw location as well.

Manufacturer narrative:
H6: investigation summary: bd received sixty-nine (69) samples and nine (9) photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for gel bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel bubbles. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging during gel drum changes. Corrective measures have been introduced at the gel dispense area to aid in quickly detecting gel defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1027995. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-01-27. Medical device lot #: 1056615. Medical device expiration date: 2022-02-28. Device manufacture date: 2021-02-25. Medical device lot #: 1034719. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-03. Medical device lot #: 1006138. Medical device expiration date: 2021-12-31. Device manufacture date: 2021-01-06. Medical device lot #: 1034715. Medical device expiration date: 2022-01-31. Device manufacture date: 2021-02-03. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, the device experienced air bubbles in gel . The following information was provided by the initial reporter. The customer stated: since the phone call conversation there were other tubes with large bubbles in the gel located at the lewis lane draw location as well.